Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional (hcp) via a representative regarding a female patient in the netherlands who was receiving compounded baclofen 3000 mcg/ml at a dose of 534 mcg/day via an implantable pump. The lot number and concomitant medications were not obtainable. The patient¿s medical history included scoliosis, meningitis, ¿rather disabled¿, epilepsy, and tone regulation disorder. It was reported that on (B)(6) 2016 while in the operating room during a regular replacement of the pump for eri, the tube, proximal segment of the catheter, came loose from the non- sutureless connection to the pump. This occurred under the hands of the neurosurgeon without pulling hard. Neurosurgeon requested analysis of this part of the catheter. No further diagnostic testing or troubleshooting other than the proximal segment of the catheter was replaced. The patient was anesthetized, showed no (negative) symptoms and did not notice anything. The patient¿s status was alive-no injury. The issue was reported as resolved. Additional information has been requested patient symptoms prior to the pump replacement procedure, clarification of the alleged issue, and cause but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter (sn; (B)(4)) found an anomaly of the non-sc pump connector. Visual analysis did not find any particular issue that would facilitate this separation while being handled by the hcp. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information was received from the representative on (B)(6) 2016 in which it was clarified that the patient experienced no negative symptoms prior to pump replacement. The surgeons did not expect a catheter issue. The catheter did not disconnect from the pump itself and neither from the pin connector/collet. The transparent attachment to the pump (with the sutures in place) was there, only the tube itself came loose from this transparent extension piece without pulling. Furthermore, no allegations and no root cause determined. The pump was not returned but the affected catheter piece was.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.